Manufacturer narrative:
The additional proglide device referenced is captured under a separate medwatch report. (B)(4). Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide device were attempted in right femoral vein via 8fr sheath using the preclose technique prior to an ablation procedure. Reportedly, when the proglide device was removed, the sutures with knot came out of the patient anatomy, with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 12fr and the ablation procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. A femoral angiogram or other imaging was not taken. No additional information was provided.